Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during install of the cardiosave intra aortic balloon pump (iabp) touch screen doesn¿t not work and system freezes during start up. There is no patient involvement reported.